Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome. The physician detected the tip of the cutting wire was broken during the procedure, another of the same device was used to complete the procedure. A photo provided by the user depicts the cutting wire securing component separated from the catheter and a portion is missing. Clarification was received on 22-oct-2020 that the missing piece was retrieved from the patient during the procedure. Further clarification was received on 29-oct-2020 that the missing piece was retrieved from the patient using forceps. A section of the device did not remain inside the patient¿s body. The detached portion of the cutting wire was retrieved with forceps. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the photo provided shows the distal end of the device. The photo shows the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The 3.0 mm section of the cutting wire securing component appears to have detached. A photo of the lot number was not provided. The photo and our laboratory evaluation of the product said to be involved determined the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. However, the cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. A section of the cutting wire securing component has broken and detached from the device. The broken section is estimated to be 3.0 mm in length and 0.5 mm in diameter. The broken section was not included in the return. The cutting wire exhibits slight evidence of a cautery application (blackening of the cutting wire was noted). Liquid was also observed inside of the catheter and a yellow-brown substance was observed on the cutting wire and the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user: "do not over flex or bow tip beyond 90 degrees, as this may damage or cause cutting wire to break." Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Initial reporter occupation: unknown investigation evaluation: the photo provided shows the distal end of the device. The photo shows the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The 3.0 mm section of the cutting wire securing component appears to have detached. A photo of the lot number was not provided. Our photo and laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. However, the cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. A section of the cutting wire securing component has broken and detached from the device. The broken section is estimated to be 3.0 mm in length and 0.5 mm in diameter. The broken section was not included in the return. The cutting wire exhibits slight evidence of a cautery application (blackening of the cutting wire was noted). Liquid was also observed inside of the catheter and a yellow-brown substance was observed on the cutting wire and the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user: "do not over flex or bow tip beyond 90 degrees, as this may damage or cause cutting wire to break." Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome. The physician detected the tip of the cutting wire was broken during the procedure, another of the same device was used to complete the procedure. A photo provided by the user depicts the cutting wire securing component separated from the catheter and a portion is missing. It was reported that a section of the device did not remain inside the patient¿s body; however a portion of the device is missing. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.